Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located in the left anterior descending artery. A 3.50mmx24mm synergy ii everolimus-eluting stent was advanced for treatment; in a previously implanted non-bsc stent. After deployment, when pulling the stent delivery system out, the balloon broke off and occluded the vessel. Snaring was attempted but failed. The patient had to go on an open heart surgery to retrieve the balloon that had broken off.